Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced five occurrences of a downstream occlusion set alarm on channel c, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If any additional information is received, a follow-up MDR will be sent.